Manufacturer narrative:
(B)(4).

Event description:
During the rotator cuff repair procedure it was reported that the unit got very hot. A backup device was available. No delay, patient injuries or complications were reported.

Manufacturer narrative:
One powermax elite, part number 72200616 was received on 10/29/2015 and confirmed to be serial number (B)(4) as reported in the complaint. The reported complaint has been confirmed. Functional testing has found that the motor has seized and is the most likely cause for the ¿got very hot¿ complaint. It appears this unit has leaked over time as a result of cleaning and sterilization. A document review has found this serial number was manufactured in may of 2011. The complaint investigation has concluded that this unit has succumbed to expected wear and tear and is in need of non-warranty repair. (B)(4)